Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed pericardial effusion and a tamponade were necessitated. The patient¿s hemodynamic flow and blood pressure decreased, and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).